Manufacturer narrative:
Product ID: 39286-65, serial# (B)(4),implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37651, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Additional information received from the healthcare provider (hcp) reported the patient was sent to another physician-orthopedics, for surgical consult regarding their stimulator. The hcp had not seen the patient since (B)(6) 2015 and had no further information regarding the event.

Event description:
It was reported the patient was having a new implant the day after this report and wanted to know what she could do with the external equipment. The patient stated she was getting a different company's device because the current device was not providing full coverage. The new device would be lower on the body, and more leads. Patient services states the external equipment could be donated to health care provider (hcp) or the device manufacturer. The device manufacturer would send out a mailer and the patient stated she would call back once she finds out if the hcp office would take the equipment. The patient stopped getting coverage in 2013. There was no outcome reported. If additional information is received, a supplemental report will be submitted.